Event description:
5/22/97 received info from physician that a pt had broken screws post-op. Spoke with sales rep on 6/13/97. He contacted the physician and was informed of 7.75mm screws that broke in a pt who was implanted with titanium vsp. None of the implants have been explanted at this time. 6/18/97 received add'l info from rep. On 9/25/96, a pt with spondylolithesis was instrumented from l5 to s1 with titanium vsp screws. The pt was seen on a routine follow-up on 1/23/97, and at that time x-rays showed that the 7.75mm screws placed at s1 were broken (in the cancellous threaded portion of the screw). Currently, the pt is doing fine and there are no plans to removed the broken screws at the present time.